Manufacturer narrative:
A steris service technician inspected the washer and found that the water leak was caused by an obstruction in the facility's floor drain. The technician discussed the reported event with user facility personnel who stated the obstruction would be removed.the technician confirmed that the facility had their floor drain snaked and the obstruction was removed. The washer was installed on 10/20/2013 and is under steris warranty.

Event description:
The user facility reported that water was leaking from their washer. No injuries or procedural delays/cancellations were reported.